Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01605, version #: 4.1.0, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a software version mismatch, and the firmware version was incorrect. There was no patient involvement. Additional information was received stating that there was a software version mismatch firmware version incorrect and the mobile view station (mvs) shut down. The probable cause of the reported issue was that the ac power were lost and after more than 10 minutes the mvs had to shut down before the uninterruptible power supply (ups) fell. There may have been a power outage or the cable may have come out of the socket. The mvs powered up less than 1hour before the image acquisition system (ias). Probably due of late communication between the carts charger backplane needed another second to verify firmware version.

Manufacturer narrative:
H2, additional information: section e updated with initial reporter. H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.